Event description:
It was reported by the patient¿s mother that, on (B)(6) 2026, the patient¿s blood glucose levels increased after approximately 4-24 hours of pod wear on the abdomen. No specific blood glucose values were reported. The patient developed symptoms including difficulty walking, inability to feel her feet, vomiting, weakness, and dizziness, prompting the mother to seek medical attention. It was further reported that, upon removal of the pod, insulin was observed to be leaking, with the adhesive noted to be wet from the leak. The patient was admitted to the hospital and was diagnosed with hyperglycemia. Treatment during medical evaluation consisted of intravenous fluids. The patient remained hospitalized for approximately one day. The specific discharge date was not reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported leak, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.